Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer blood glucose level was 48 mg/dl to 478 mg/dl. The customer blood glucose at the time of incident was 478 mg/dl and the current blood glucose of the patient is 201 mg/dl. Customer treated with insulin pump. Customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. The customer performed displacement test and test results was passed. Customer did not use auto mode feature. Insulin pump will not be returned for analysis.